Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low total protein module (tpm) results generated by the unicel dxc 800 pro synchron clinical systems for seven patient samples. Customer re-tested all seven patient samples on a different instrument and amended the tpm results. The lab notified the doctors. There was no change to patient treatment.

Manufacturer narrative:
Calibration and qc prior to and after the event were acceptable. A field service engineer (fse) was dispatched: the fse inspected the instrument and couldn't find any obvious causes for the errors. The fse replaced several hardware components and recalibrated lamps. Root cause of this event is unknown.